Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient's report that during treatment the patient experienced not enough supply bags for total treatment alarms during step 3 of setup and m65 scale reading error and m31 air detected in cassette alarms during and unknown phases and cycles of treatment. A review of the patient¿s treatment records identified that the patient drained 3407 ml during drain number two of treatment. This drain volume is 227% the patient's largest prescribed fill volume of 1500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient¿s pdrn confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The as received simulated treatment was performed and completed on the cycler without failures or problems. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The load cell verification was within tolerance. There were visual indications of dried fluid found on the bottom cover next to the recess underneath the pump assembly during an internal inspection of the cycler. There visual indications of discolored tubing. The cause of the observed dried fluid and discoloration could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient's report that during treatment the patient experienced not enough supply bags for total treatment alarms during step 3 of setup and m65 scale reading error and m31 air detected in cassette alarms during and unknown phases and cycles of treatment. A review of the patient¿s treatment records identified that the patient drained 3407 ml during drain number two of treatment. This drain volume is 227% the patient's largest prescribed fill volume of 1500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient¿s pdrn confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: the g4 PMA/510(k)# was inadvertently submitted in initial as k171652, however the correct PMA/510(k)# is k181108.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient's report that during treatment the patient experienced not enough supply bags for total treatment alarms during step 3 of setup and m65 scale reading error and m31 air detected in cassette alarms during and unknown phases and cycles of treatment. A review of the patient¿s treatment records identified that the patient drained 3407 ml during drain number two of treatment. This drain volume is 227% the patient's largest prescribed fill volume of 1500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient¿s pdrn confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.